Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Troubleshooting with tandem technical support was performed and reportedly, the customer successfully started a sensor session. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer continued using the existing cartridge for insulin therapy. Customer's blood glucose level was 100 mg/dl.